Event description:
.

Manufacturer narrative:
The actual device in the reported incident has not yet been received for eval. Without the sample a thorough investigation could not be performed. No specific conclusions can be drawn. Although no inventory remains of the reported lot, the house retain samples for the reported lot were physically tested for leakage and subjected to a pull test at the bonded joints. All samples passed the leakage test and exceeded the minimum joint separation design specification, passing the joint integrity test. Additionally, all the ultrasite y-site valves on the house retain sets were accessed with a b. Braun mating syringe. The plunger was noted to return back to the original position after accessing. This incident is still under investigation and if the actual sample is received, as reported, or any additional info becomes available through investigation, a f/u report will be filed.